Event description:
It was reported that this right ventricular (rv) lead underwent an automatic safety switch from bipolar to unipolar pacing due to an elevated pacing impedance measurement of 2083 ohms. Lead impedance had gradually increased from approximately 1200 ohms at implant to the 1800-1900 ohms range in recent months. Noise was observed in a stored ventricular episode, likely due to myopotential interference associated with unipolar pacing. Technical services (ts) provided reprogramming recommendations. No adverse patient effects were reported, and the lead remains in service. Subsequent information indicated that the lead was later explanted and replaced due to helix-related issues that contributed to the increased impedance, resulting in pacing inhibition and a syncopal episode. No additional adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead underwent an automatic safety switch from bipolar to unipolar pacing due to an elevated pacing impedance measurement of 2083 ohms. Lead impedance had gradually increased from approximately 1200 ohms at implant to the 1800-1900 ohms range in recent months. Noise was observed in a stored ventricular episode, likely due to myopotential interference associated with unipolar pacing. Technical services (ts) provided reprogramming recommendations. No adverse patient effects were reported, and the lead remains in service. Additional information was received mentioning that this lead was explanted and replaced. No additional adverse patient effects were reported.